Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information the cause of the event is unknown but may be related to the factors listed above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in (B)(6), this was a case of a 23mm sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. According to the physician, a type a dissection occurred. During valve placement, there was a lot of tension in the system due to a tortuous aorta, and it was difficult to get the valve in a good position in the aortic annulus. The commander delivery system with crimped valve moved to the ventricle and back to the aorta several times. Attempts were made to position the valve very carefully but each time the same problem occurred. Suddenly, the patient did not have a blood pressure anymore and cardiopulmonary resuscitation was initiated. The valve was slightly pulled back and an emergency echo was done. A pericardial tamponade was observed, and an emergency pericardial puncture was performed. After this, there was still no blood pressure and ongoing CPR. The valve was deployed 100/0. After this, the blood pressure returned with a rhythm of 60/min. The blood pressure got lower again. A tee was done, and an aortic dissection was seen. CPR was initiated again but without any result. The team stopped and unfortunately the patient died. As per medical opinion, possible root cause of the reported event could be the maneuvers in the ascending aorta and back into aortic root. A lot of tension was on the system and the physician was unable to place to valve in correct position. There was no left ventricular perforation or annular rupture seen and there was no malfunction of the delivery system. It appears that the anatomy played a role in the complication, and this was the view of the operator as well.